Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06865 and 2134265-2015-06867. It was reported that automatic pullback failure occurred. The 75% stenosed lesion was located in a moderately tortuous and mildly calcified distal left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to visualize the target lesion. After pre-dilation, the opticross imaging catheter was inserted into the target vessel then pullback was started however, automatic pullback failure occurred. The physician checked the drapes but no anomalies were noted. The catheter was then reconnected, after which automatic pullback was started again but image was dark and later on image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.